Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock and right ventricular (rv) pace impedance measurements, noise and oversensing resulting in inappropriate anti-tachycardia pacing (atp) episodes. The health care professional (hcp) could not confirm if this patient has had a device system change out or not. It is believed that this system remains implanted.